Manufacturer narrative:
Final analysis found the pulse generator to be in backup mode. Multiple flipped bits in the product code caused high current drain which resulted in battery depletion. An error message displayed during interrogation was due to the multiple flipped bits. After replacing the battery and downloading the product code, normal function ensued.

Event description:
It was reported that the patient experienced syncope and dizziness. The pulse generator could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.